Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported fan issue; the system fan seemed to be working. Analysis found it was difficult to plug/unplug the rf (radio frequency) head cable into the rf head connector on the programmer; one pin socket was found damaged inside the rf head connector. Analysis also found one hinge plate screw was missing. Concomitant medical products: product ID: 229047 analyzer . (B)(4).

Event description:
It was reported that the programmer fan was failing. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.